Manufacturer narrative:
(B)(4). Should additional information be received then an additional report will be submitted. (B)(4). At this time, the customer requested that carefusion evaluate the device on site and is currently awaiting scheduling and evaluation. Once evaluation is complete, if suspect components are identified then they will be returned to carefusion's failure analysis laboratory where a failure investigation will be completed then a supplemental report submitted.

Event description:
The customer reported during setup on the avea ventilator the ventilator displayed and alarm circuit occlusion. The customer stated that this unit was not on a patient.